Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received multiple no delivery alarms on their insulin pump. The patient's blood glucose level was 268 mg/dl at the time of the call. The customer stated that they will try different infusion sets and will call back if the issue was not resolved. The customer declined trouble shooting the no delivery alarm. No further information was provided.